Manufacturer narrative:
A doctor reported that crowns that had been placed with maxcem elite debonded within one month after placement. The doctor did not specify the number of patients affected; however, the doctor did identify three lots of maxcem elite that were in use at the time the incidents occurred. The product lot indicated in this report was returned for evaluation and adhesive strength test results indicated that it meets product specifications. A review of the manufacturing records indicated that there were no non-conformances or variances during the manufacturing process of this product lot. In addition, a review of the complaint database indicated that no similar complaints were received regarding this product lot. These investigation results have led to the conclusion that this incident is an isolated incident and the cause of the debonds was due to a user or technique-related problem and not due to a product failure. (B)(4).

Event description:
On (B)(6), 2010, a doctor reported that crowns that had been cemented with maxcem elite de-bonded within one month after placement. This is the first of three reports.